Event description:
The customer reported that the unit will not boot up. Unit states "power failure". There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.